Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 7742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID: 3487a, lot# l68178, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: lead. Product ID: 3487a, lot# l68178, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was to be replaced because it was ¿dead.¿ it was stated ¿there were no concerns about battery life.¿ it was noted ¿it was not clear if the patient had overdischarge events in the past¿ and it was ¿unknown how long the ins had not worked/used.¿ additional information indicated the patient underwent an exploratory surgery that ¿revealed a significant impedance issue rather than a battery issue.¿ it was stated the patient¿s lead was isolated from his extension and was found to have ¿only one electrode with continuity¿ when tested with a multi-lead trialing cable. It was noted the patient had previously experienced ¿pain in a greater area than one lead would cover.¿ the patient¿s entire system was explanted at that time. It was noted the patient was to be implanted with a dual-lead system at a later date. A supplemental report will be filed if additional information is received.